Manufacturer narrative:
The hill-rom technician inspected the lift and found the foot tray was cracked. In the instruction guide for the capella 201, it states for safe and trouble-free operation, a few routine procedures should be performed every day the lift is used: visually inspect the patient lift and check for external damage or wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the patient had any preventative maintenance performed on this lift. The hill-rom technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the foot tray was cracked. The lift was located in the patient's home. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).